Event description:
There was an allegation of questionable k electrode (k) results from the cobas pro ise analytical unit. The initial result was 6.43 mmol/l. The repeat result on the same analyzer was 4.31 mmol/l. The repeat result on another analyzer was 4.33 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. A precision test was performed and was acceptable. The investigation did not identify a product problem. The specific cause of the event could not be determined.